Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was not holding charge for long and thus the patient stopped charging the ipg. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Stimulation was reportedly restored postoperatively.